Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed. Drawer keeps filed while clicking when tried to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the drawer 6 exhibited noticeable resistance at approximately the halfway point when being opened. A field service engineer (fse) opened the station back panel and observed two slide bearings at the bottom of the station. After removing the full height drawer, the bearing cage was clearly visible. The fse replaced the drawer slides and also found the kick-out spring to be bent and not functioning properly, which was then adjusted to restore proper operation. The system functioned as intended after the customer resolved the issue.